Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j225 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j225 shows no trends. Trends were reviewed for complaint categories, drive tube leak/break and alarm #47: drive tube alarm. No trends were detected for these complaint categories. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photograph and smart card is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4), (B)(6) 2021.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received multiple alarm #47: drive tube alarm during the procedure. The customer reinstalled the drive tube twice into the drive tube clamp and continued the treatment. The ecp treatment was completed and blood was returned to the patient. After the patient was disconnected the customer removed the kit and noticed a blood leak on the drive tube where it is secured into the drive tube clamp. The customer reported the patient was in stable condition. The customer returned a photograph and will return the smart card data for investigation.

Manufacturer narrative:
A photograph and the smart card data was provided for evaluation. The provided photograph verifies a blood leak on the tri-connector at the end of the drive tube. The origin of the drive tube leak could not be determined based on the photograph provided. Review of the smart card data verified the occurrence of multiple alarm #47: drive tube alarm (alarm #47) notifications during the procedure. An alarm #47 occurs when the drive tube is not correctly installed into the drive tube clamp, or when the drive tube latch is not closed properly. A field service engineer (fse) was dispatched to evaluate the cellex instrument as a result of the multiple alarm #47 notifications. The sensorized drive tube clamp was confirmed to have been damaged and was subsequently replaced. A material trace of the drive tubes used to build lot j225 did not find any non-conformances. The device history record (DHR) review did not result in any related non-conformances and this kit lot passed all lot release testing. The reported drive tube leak is verified based on the photograph provided; however, the root cause of the leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4) .p.t. 08-mar-2021